Event description:
During a follow-up, high impedance was observed. Fluoroscopy revealed externalized conductors between the two shock coils. Lead to be replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.